Event description:
A peritoneal dialysis (pd) pt reported that her cycler alarmed for air detected in the cassette while in drain 6 of 6. While troubleshooting the pt discontinued treatment. When she opened the cassette door fluid came out. The set was discarded. During follow up the pt's pd nurse reported that her effluent has remained clear. She has had no signs of infection. A recent effluent culture had no growth. She was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.